Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heart start mrx defibrillator showed a charge shock failure message in the status log. There is no indication of pt involvement.